Manufacturer narrative:
Submit date: 10/06/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. Without the sample and lot number, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014. The a customer had an issue with an unknown dialysis catheter. The customer states that they had to remove a tenckhoff catheter from a patient because of a leak just below the cuff. The customer was not sure whether the leak was caused by a surgeon or whether there was an existing leak.